Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to an unknown reason.

Manufacturer narrative:
Per the clinic, the patient experienced recurring infection at the abutment site. Subsequently, the patient underwent a revision surgery of skin advancement flap closure under a general anesthesia on (B)(6) 2026. During the procedure, the patient was converted from a percutaneous baha implant system to a transcutaneous osia implant system.